Event description:
Customer reported a physicist discrepancy, kv reading too high. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system. The customer declined further service, they are selling it "as is" to a third party.